Manufacturer narrative:
It was reported that a screw fell out of the walker handle, resulting in the handle becoming extremely "wobbly". The height adjustment knob seems to be missing. There were no reports of death, serious injury, medical intervention, or followup care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a screw fell out of the walker handle, resulting in the handle becoming extremely "wobbly".